Event description:
The customer reported to beckman coulter (bec) that the coulter lh 780 hematology analyzer was experiencing radio frequency (rf) voltage errors and was leaking while customer was attempting to run a startup. The volume of the leak is unknown and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye protection, and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and had observed that the source of the leak was the lower sheath tubing had popped off of its flowcell fitting. The fse dried and replaced the tubing. Radio frequency (rf) voltage errors were not observed by the fse. Following the repair, no further evidence of leaking was observed. The cause of the leak was a disconnected tubing at the lower sheath restrictor. (B)(4).